Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The cause of the issue was use related because the additional sutures around the access site resolved the bleeding issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp flex device for mechanical circulatory support. On day two of impella rp flex support, the impella access site was oozing so additional sutures were placed around repositioning sheath. The oozing resolved. The patient remained on support.